Event description:
The customer reported that after a pt death occurred, they noted during retrospective data review for this pt, that recorded data from the info center and printed data from wave review did not show the same waveform info for the same time period.

Manufacturer narrative:
It was reported by the customer to a philips clinical specialist, that a pt death occurred and this customer noted during retrospective data review for this pt, that recorded data from the info center and printed data from wave review did not show the same waveform info for the same time period. There was no problem with real-time mounting or alarming. Strips and logs were provided and were reviewed by engineer. Retrospective discrepancies (between the different retrospective stored data sources) were noted but could not be explained. Additional details were requested from the customer based on a review of log findings, but the customer was not able to recall or provide the level of detail necessary to investigate the issue further. The cause of the observed data issues could therefore not be determined. There is no indication that this was an ongoing issue, but rather that this was noted in relation to this particular pt's incident and only relative to the retrospective data. No onsite testing was performed by the hospital or by philips as the issue was not noted to be recurrent issue and the customer could not give any details to help philips reproduce this issue.